Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the blower assembly resolved this event.

Event description:
The customer reported a ventilator with an air valve liftoff failure alarm. There was no patient involvement / harm.